Event description:
It was reported that the device did not detect the cassette. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. Device evaluation: one device was received for evaluation. Visual inspection found the tamper seal missing, scratched lcd lens, and a missing battery door. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the most probable cause was a faulty or contaminated dso sensor. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.